Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during demonstration use during a conference, the jeti saline drive unit (sdu) was used. During demo use, the demo thrombus was pushed away, rather than being aspirated. This was a new occurrence, not having happened during patient use, and there was no patient involvement, as this was demo use. A few days later, the jeti sdu was tested, and the aspiration numbers stayed in the low 20's rather than 26-30 as expected. It was believed that there was an issue with the sdu and replacement was requested. There was no patient involvement with either of these events. No additional information was provided.

Event description:
Subsequent to the initial report, additional information was provided. During the conference, the jeti sdu was used with previously used, but in good condition, demonstration catheter / components. The demo thrombus "flarp" was placed in water and was in good condition. The system had been primed prior to use and the suction cannister had room to allow for more suction. No alarms were displayed on the sdu screen. Additionally, during the testing a few days later, the aspiration numbers stayed in the low -20's, rather than -26 to -30 as expected. There were no alarms displayed and information provided in the instructions for use does not state the range the device should display for negative pressure. Although the sdu was not a demo device, the components used were and do not function the same as actual thrombus in the patient anatomy. This additional information would not be reportable; however, this event has been reported. Therefore, the event will remain reportable. No additional information was provided.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device.h6; medical device problem code 2170 and 1535 - removed.